Event description:
It was reported that this pacemaker reverted to safety mode. It was also reported that the patient experienced a syncopal episode and was subsequently seen in follow-up. No additional adverse patient effects were reported. Current evidence suggests the device remains in service. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not indicated at this time.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. It was also reported that the patient experienced a syncopal episode and was subsequently seen in follow-up. No additional adverse patient effects were reported. Current evidence suggests the device remains in service.